Event description:
It was reported that the probe was broken in half and mineral oil leaked out of it. No patient injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The service rep replaced the probe dome and bulkhead connector. The system operates as intended.